Event description:
The customer had not taken their meds or checked their blood glucose for a while. They felt ill and used the suspect device to check their blood glucose and obtained a result >200 mg/dl. They took 5 mg of glyburide per their doctor's instructions. Three days later the device still read >200 mg/dl and they felt hypoglycemic and called the paramedics. They also drank orange juice and ate cookies. When the emergency medical technicians arrived they checked their glucose and the level was 71 mg/dl. Customer was taken to the hosp and given an IV after their meter read 64 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.